Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 3006705815-2021-02829. Related manufacturer report 3006705815-2021-02830. Related manufacturer report 1627487-2021-14759. It was reported that lead migration issue was confirmed via x-ray imaging. Upon explant of the right lead, the anchor came out of the fascia and the lead was coiled around the anchor site. The anchor was explanted. It is unknown which anchor has the issue therefore both anchors are being reported. Patient was stable.